Event description:
(B)(4). Dealer states that the gas cylinders are froze up. Please reference original order number (B)(4). No additional information available, the provider disconnected before call could be transferred for information gathering (B)(4).